Manufacturer narrative:
Both meters, the test strips, and controls were requested for investigation. Meter uu14356017 and test strips (lot 480121) were returned for investigation where they were tested with retention controls. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1 ¿ 38, 41, and 42 mg/dl, level 2 ¿ 294, 289, and 297 mg/dl. All returned results are within the acceptable range. Meter uu14356017 was disassembled and no damage or contamination was observed. Meter uu14356012 was returned for investigation and tested with retention strips (lot 480121) and retention controls. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1 ¿ 47, 44, and 43 mg/dl, level 2 ¿ 299, 302, and 295 mg/dl. All returned results are within the acceptable range. Meter uu14356012 was disassembled and no damage or contamination was observed. For the returned test strips (lot 480121): the strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There was no obvious reagent discoloration. Testing was performed using glycolyzed blood with the returned strips. All testing produced acceptable results and no strip defects were observed. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. There is no information in the complaint that would point to a cause for the discrepant results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter alleged a medical incident for one patient tested with accu-chek inform ii meter uu14356012 (meter a). Following the medical incident, discrepant results were obtained between meter a and a second accu-chek inform ii meter uu14356017 (meter b). On (B)(6) 2022 the patient presented to the emergency room (ER) via an ambulance service. The patient was allegedly non-responsive. The patient had reportedly not eaten breakfast but had taken her medication of lantus, januvia, and glimepiride the night before. The patient¿s husband reportedly called the emergency medical service (ems) as the patient was non-responsive. The patient¿s blood glucose was allegedly tested on an unspecified type of meter by the ems and the result was reportedly 201 mg/dl. It is not known at what time this result was obtained. At 1:53 p.m. The result from meter a was reportedly 136 mg/dl. Since the patient was non-responsive with this result, blood was drawn for the lab at 2:00 p.m. The patient was reportedly given tissue plasminogen activator (tpa) and stroke protocol was started. At 2:57 p.m. The lab result was returned and the result was reportedly 45 mg/dl. At 3:00 p.m the patient was allegedly treated with an unspecified amount of d-50. The customer ran qc on meter a at 3:01 p.m. And 3:02 p.m. With acceptable results. The patient was re-tested on meter a: the result at 3:03 p.m. Was reportedly 284 mg/dl. The result at 3:05 p.m. Was reportedly 159 mg/dl. The customer then tested the patient using meter b: the result at 3:07 p.m. Was reportedly 218 mg/dl. The result at 3:35 p.m. Was reportedly 168 mg/dl. The result at 4:26 p.m. Was reportedly 154 mg/dl. The result at 5:20 p.m. Was reportedly 141 mg/dl. At 11:08 p.m. The result from the laboratory was reportedly 308 mg/dl. The customer ran qc on meter b at 11:30 p.m. With acceptable results. All results from both meters were reportedly believed to be from finger sticks. On (B)(6) 2022 the patient was reportedly released to home.

Manufacturer narrative:
The evaluation method code was updated.